Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are allergic to their aligners. Their symptoms include chest tightness and shortness of breath. The wake up with these symptoms in the morning after wearing the aligners overnight. They have gone to urgent care twice for the symptoms. They have tried wearing the aligners during the day for just an hour and have the same symptoms. Patient to see allergist. Sent allergic reaction form and requested letterhead document from treating doctor if aligners are the cause.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.